Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have been having challenges trying to get the therapy dialed in to where it's going to really work. Caller stated they have tried several things and some of the side effects they have experienced which they told the medtronic representative about along with their pain management doctor, they think it could be overstimulating the prostate and the bladder. Caller added that everything was working great except they started getting chronic prostatitis january last year and they thought maybe it was the stimulator so they decided to turn it off and on. Ever since they did that it's not working the way it should be working. Caller mentioned that they shut it off for a good month which was a big mistake because they ended up having a tremendous amount of pain in their neck, back, and legs and it felt like someone took a ruffle ball and beat them up with it so they turned it back on but they are still having problems when they wake up with back pain on the right side and a little bit of pain on their legs especially the right leg. Caller noted that if they turn the stimulation off for an extended period of time, they don't have any energy, their energy levels are down, and their stomach gets all cramped up and their back and legs are killing them. Caller asked agent if they agree with the statement that they are not supposed to be turning the stimulation on and off and caller stated it just doesn't seem to work. Agent reviewed with caller that it depends on the patient and the settings they are using and the pain they are having. Agent explained that it really depends on the patient situations, there are who turned he stimulation off and left it turned on for 24/7 as long as they comfortable with it. Caller also mentioned that they had their settings adjusted by a medtronic rep but the intensity level was so high on program a that they drove a 30 minute drive back home because their back was killing them so they switched to program b and that seems to be the best one. Agent provided information that it is best to have their hcp or their medtronic know about the situation and to get their implant checked. Agent also reviewed that our patients do have different preferences on how often they turned the stimulation off as long as they are comfortable with it. The patient was redirected to their healthcare provider to further address the issue.